Event description:
A patient experienced a first-use reaction shortly after dialysis treatment was initiated. The patient experienced shortness of breath. Dialysis was stopped, and the patient was given oxygen and benadryl. The symptoms subsided after 10 minutes and dialysis was restarted on another dialyzer without any further complications. The patient condition is reported as ok.